Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The tip of one suture has broken off. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the incident pre, intra or post op? The incident was intra-op was a patient involved? Yes, they were suturing at the time. If yes - was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? X-ray in theatre, washout & suction of abdomen, formal x-ray in department. Patient details (if known): patient identifier, age at time of event (34), dob (B)(6) 1989). What was the name of the procedure? Lower uterine segment caesarean section what was the procedure date? (B)(6) 2024. Please clarify, what component break off (the suture, the needle, needle detached/pulled from the suture)? The tip was not located, a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.